Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the epidural catheter detached from the tubing at the yellow connection device. The yellow epifuse connector had broken off the epidural catheter. The epidural tubing was not connected to anything, and the yellow connector pieces were taped to the gown and not on the tubing. The patient's gown was damp, but the epidural cassette was turned off. There was patient involvement, and no patient harm/adverse event reported.